Manufacturer narrative:
Requests for information has been unsuccessful. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited a low, out of range pace impedance measurement which caused a lead safety switch to occur. The health care professional (hcp) was not able to recreate the observation in the clinic. They had not stressed the lead with arm positions. Boston scientific technical services (ts) discussed leaving the lead programmed to pacing in unipolar and sensing in bipolar. No adverse patient effects were reported. The system remains in service.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited a low, out of range pace impedance measurement which caused a lead safety switch to occur. The health care professional (hcp) was not able to recreate the observation in the clinic. They had not stressed the lead with arm positions. Boston scientific technical services (ts) discussed leaving the lead programmed to pacing in unipolar and sensing in bipolar. No adverse patient effects were reported. The system remains in service. Additional information was received indicating the left ventricular (lv) and right atrial (ra) leads were surgically abandoned and replaced due to a product performance issue. The ra lead exhibited noise and potential insulation damage. The lv lead exhibited high thresholds. The device was explanted and replaced due to normal battery depletion, and the right ventricular (rv) lead was previously surgically abandoned and replaced due to therapy optimization purposes over a decade ago. No changes were made to the current rv lead. No additional adverse patient effects were reported.